Event description:
It was reported via a claim email from the legal department that a patient stated that he had a hip implant in 2015 with a revision five dates later. He stated his surgeon placed an incorrect component into his hip that needed to be replaced. He also alleged that his doctor told him that he replaced the poly liner during the second surgery but ¿forgot to note it¿ in his records. The patient essentially alleged his doctor lied about replacing the liner and he¿s ¿getting paid off by exactech.¿ he said that the original implant surgeon wants to schedule the revision, but he does not want to go to that doctor. He also alleges that he has blood poisoning due to his hip, and he has had to have 2 toes amputated since (B)(6). The patient was requesting a settlement range. The patient was informed that the company needs information to investigate. The patient hung up on the claim investigator. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
B3, d6a / d6b, date of implant and revision was not provided. D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented h3. Investigation results- there is no specific hip device information provided. The cause of the patient's condition and reported revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.